Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a magnetic resonance imaging (MRI). The health care professional (hcp) observed that 12 ventricular episodes were recorded during the MRI, possibly due to noise oversensing. Technical services (ts) was consulted and found no evidence that MRI protection mode had been programmed, as there was no counter or episode summary to confirm its activation. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.